Event description:
The patient was brought to the cath lab for a scheduled left atrial appendage closure, with general anesthesia. The cardiology physician gained access to the right femoral vein. A closure device was inserted into the femoral vein in order to close the venotomy post procedure. This device (proglide/perclose) did not deploy as planned. The distal end broke off in the patients femoral vein. Dr. (B)(6) was consulted, and a femoral cutdown was performed to safely extract the femoral closure device. FDA safety report ID# (B)(4).